Event description:
Per the surgeon, the patient was explanted due to the device was ¿no longer working.¿ an integrity test was not performed to confirm or deny device failure. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery. Additional information has been requested, but was not available at the time of this report, the following month.